Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (does not power on properly) was confirmed. As received, the j1 battery connector was intermittent. The cause of the inability to power on properly is the intermittent j1 connector. The root cause of the intermittent j1 connector cannot be positively identified. Device evaluation of charger (B)(4) has been completed. The reported problem (does not charge properly) was confirmed. Upon evaluation, there was contamination on the battery board and the u13 processor was shorted. The casue of the inability to charge properly is the contamination and shorted processor. The cause of the shorted processor is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective monitor or charger. Device manufacture date: monitor: 07/18/2014, charger: 11/23/2015.

Event description:
A us distributor contacted zoll to report that a patient's charger was not properly charging the battery packs and that the monitor was not power on properly.